Manufacturer narrative:
(B)(4) for the reported event of sterile barrier not sealed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that while moving stock from one location to another, it was noted that the sterile barrier for the packaging of the rx needleknife was not sealed. There was no patient involvement.